Event description:
As reported: ¿the head of the t30 screwdriver broke while the surgeon was tightening the fixos screw.¿ the device is broken however all debris were removed from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.